Event description:
At 4 months after the primary, the patient came in reporting pain due to a subsided stem and a fractured femur. The surgeon revised the head and stem and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 22 december 2021. Lot 2100579: (B)(4) items manufactured and released on 12-may-2021. Expiration date: 2026-04-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.